Event description:
It was reported that the patient experienced a shocking or jolting sensation and acute pain in her right lower back where the implantable neurostimulator (ins) was located. The patient also experienced a loss of bladder control. The symptoms began following two falls in (B)(6), and occurred mostly at night. The patient had tried adjusting stimulation and changing programs without relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28 lot# v710575 implanted: 2011-(B)(6) explanted: na, programmer model 3037 (B)(4).